Manufacturer narrative:
The reagent lot number was 894019. The expiration date was not provided. The field service engineer performed checks, adjusted the main pump pressure, cleaned the rinse tubings, adjusted the rinse wash, and cleaned a solenoid valve. He performed quality controls. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas pure c 303 analytical unit. The event involved over 30 patients, but only two results were reportable malfunctions. Example 1: the initial hdl-cholesterol gen.4 result was >170. The repeat result with a 1:3 dilution was 143. The repeat result was 36.2. Example 2: the initial hdl result was 114, and the repeat result was 48.5. No unit of measure was provided.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.